Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that the synchron cx pro clinical system, model cx9 pro, generated falsely low carbon dioxide (co2) results for six patient samples. The results were reported out of the laboratory. However, when the issue was noticed, the samples were repeated on the cx5 instrument in the laboratory, and the reports were amended to reflect the correct results. Therefore, patient treatment was not affected. A service call was generated; however, customer later cancelled the call. On (B)(4) 2012, customer called back citing problems with co2 calibration; no erroneous results were generated at this time. The field service engineer (fse) inspected the instrument and changed the alkaline buffer peri pump tubing. The fse then refilled the alkaline buffer damper. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues.